Manufacturer narrative:
Medwatch number: mw5057962. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during an angiovac mechanical thrombectomy with extracorporeal bypass procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the coating of the amplatz super stiff wire became fragmented into three small pieces which had remained in the collateral vein of the inferior vena cava wherein two of which were successfully retrieved. Reportedly, there was a deep vein thrombosis in the inferior vena cava and the thrombus was noted to be firm and not amenable for mechanical removal. Per the directions for use: intended use/indications for use: urological guidewires and terumo radifocus glidewire guidewire are intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use. Attempts to obtain additional information were unable to be made due to lack of contact information. Should additional relevant details become available, a supplemental report will be submitted.